Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying regulator and charger failed errors and the screen went black. No patient injury was reported.